Event description:
It was reported that during an unk procedure, the device would cut but stapled partially. There was a benign bleeding, but no blood transfusion was required. The procedure was completed with manual sutures. No serious extended time.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.